Manufacturer narrative:
This incident occurred outside the us. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
The pt reported he was taken to the hosp the morning of (B)(6) 2010 by his parents. During the night of (B)(6) 2010, he did not feel well and the following day his blood glucose ranged from 20.2-33 mmol/l (364-594 mg/dl). When he arrived at the hosp, his blood glucose measured 50 mmol/l (900 mg/dl). He disconnected from the infusion device. By 8:30am on (B)(6) 2010, his blood glucose measured 29.9 mmol (528 mg/dl). At 10:00am, he switched to his backup infusion device. No further info is available. The infusion device was requested to be returned for eval.